Event description:
It was reported that the pt received dynesys ha pedicle+set screw 8.0x55 on the left side of l4 on (B)(6) 2014. When trying to final tighten the set screw at l4 on the left, it was noticed that cap screw would not go all the way down in the screw head. This screw was replaced by another screw of the same size. Due to having to cut the cord and re-do the construct, a new cord and spacer were then implanted and the surgery was delayed by about 30 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).